Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and exchange from textured to smooth implants due to concern with the product. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening, black particles material on the shell, and creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identified one sharp crease opening and wear abrasion. Based on the device analysis the final assessment was one sharp crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV and exchange from textured to smooth implants due to concern with the product. Device has been explanted.